Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed the supplies on the pump. While filling the tubing, the customer did not see insulin in the tube and new supplies were to be used. There was no reported impact to the customer's blood glucose level.